Event description:
A customer contacted baxter's technical service center regarding a system error 2240(air in set) alarm that appeared on the homechoice (hc) unit during dwell 1. The caregiver (cg) stated she had already cleared the alarm by following the instructions in the hc at home guide. The cg stated that she was starting over with new supplies and wants to know what she would need to do about the therapy since the home patient (hp) was at dwell 1 when the alarm occurred. The technical service representative (tsr) advised the cg nothing, just bypass and the hp could drain out during drain. The tsr advised the cg to make sure the hp drains out completely during initial drain, but after that, the hc can move on without any assistance. The hc unit was operational. On (B)(4) 2010, a follow up call was made to the home patient's nurse regarding the system error 2240 alarm. The nurse stated that the home patient has been doing fine and has been able to continue therapy. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).